Event description:
Caller states that a patient received the following readings on an inform system, compared to a lab result, within 10 minutes: 499 mg/dl, hi (greater than 600 mg/dl) (inform) and 63 mg/dl (lab). Patient arrived at the ER with symptoms of shakiness, sweatiness, and confusion. Patient was treated with orange juice and glucose in the ambulance ride to the ER. An intravenous of unknown contents was started. Patient was not treated based upon meter results. Caller states that controls were run and passed prior to the incident. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.